Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (392 mg/dl). Customer's health care provider recommended the pump settings be adjusted. Customer delivered a bolus and drank water to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their pump settings.